Manufacturer narrative:
The technician replaced the head end brake casters to resolve the issue.

Event description:
The account alleged the head end brake casters are not holding when in brake mode. No pt impact.